Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, two unformed clips were fed due to a failure of the anti-backup feature; on the next actuations, three conforming clips were fed. In addition, the lockout mechanism was found to be non-functional and the orange indicator wheel overtraveled. In order to evaluate the condition of the internal components the instrument was disassembled. Upon disassembling, the ratchet pawl was found to be damaged, causing the failure of the anti-backup and lockout mechanism. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigma procedure, clip wasn´t fired. Clips clamped in the device. A new device was opened, same problem. No further information. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.